Manufacturer narrative:
Terumo has received the actual device for evaluation; however, terumo is still investigating this issue, and will be submitting a follow-up report when more information is available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting, the tip broke off of the virtuosaph endoscopic vein harvesting system. The product was changed out. The surgery was completed successfully.